Manufacturer narrative:
This report is submitted on june 21, 2019.

Event description:
Per the clinic, the patient experienced a tip foldover and subsequently was placed under general anaesthetic to reposition the electrode array on (B)(6) 2019. The patient was hospitalized for several days (specific duration not reported).